Event description:
Pt with atypical recurrent chest pain pre-cardiac cath procedure has a negative stress echo [echocardogram] for ischemia and a cardiolite scan negative for ischemia. Ejection fraction 53% [percent]. Chest x-ray showed heart size within upper limits of normal with left ventricular prominience and calcific granulomas in the left hilar area. A stent procedure was performed on the left anterior descending artery under local anesthesia. A stent was deployed in the lad. [Left anterior descending] a second stent was prepped in the usual fashion to be inserted distally to the first stent. There was no difficulty with the stent prep [preparation]. As the second stent balloon was being inflated there was blood noted in the stent catheter. Inflation was stopped and cine picture was taken. As the second catheter was being withdrawn it broke apart, leaving a portion of the catheter in the pt's coronary artery. The second stent was partially deployed and as the catheter was being pulled back the stent came off the balloon and lodged inside the first stent. The catheter portion was retrieved and withdrawn. During the process, the pt remained stable although blood flow to the diagnonal was occluded and the pt experienced chest pain. The cardiac surgeon was consulted and the pt was taken to surgery emergently for coronary artery bypass surgery. Pt discharged to home post-op[operative] day 7 and scheduled to attend cardiac rehab[rahabilitation] classes.